Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited shock impedance measurements greater than 200 ohms. A slight increase in shock impedance measurements was noted over the previous few months from the 60 ohm range to the 90 ohm range. An additional remote interrogation was recommended to assess the lead measurements and potential in-clinic follow-up as needed. Additional information was received indicating the lead was also exhibiting noise and the patient had received an inappropriate shock. The duration was extended to mitigate further inappropriate shocks and a lead revision procedure was scheduled. Additional information was received indicating the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.